Event description:
The report received indicated that percutaneous transluminal angioplasty stent came off balloon during stent placement in the common iliac artery. During a kissing stent technique, access was obtained in both groin areas with a 7fr sheath. Initially both lesions were crossed using sv5-0.18 wires. The lesion was treated with a (7x20)mm balloon and there was some improvement subsequently. Both lesions were stented with a (9x39)mm genesis stent. During the deployment of the stent, the left sided genesis stent came off the balloon and was unable to be retrieved. As a result of which the stent was deployed in the common iliac with a part of the stent still present in the aorta. After that, access was obtained through the strut and the cells of the stent using bp stabilizer wire. The cells expanded initially using (3x18) mm power cell balloon and subsequently dilated with a (9x40) mm stent balloon. In addition, high pressure kissing balloon was performed in the aorta to push the unexpanded portion of the stent in the aorta to the side. At the end of the procedure, the stent in the right iliac was post dilated using a (10x40)mm balloon and the stent on the left iliac was dilated using a (9x40)mm balloon to high pressure to oppose the unexpanded stent in the aorta to the sidewall. In addition (9x30) mm stent was deployed distal to the previous stent in the left iliac to cover the remainder of the lesion. At the end, there was good result and excellent flow down bilateral iliac artery. This product will not return for evaluation and testing.